Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a user error. The service engineer (cse) checked the table and found that the configuration of the table control module (tcm) was set "left" instead of "right". Images of the affected table and the tcm were provided. A review of the provided images showed that the tcm provided a mushroom head button to release the table brakes. Once released the table top is floating and can be moved manually be the user. Such tcm does not provide a joystick controlled automatic movement of the table top. This means that the table top cannot move motorized as reported by the user. The "left/right" configuration of the tcm only affects the movement direction of the c arm. One of the users moved the table top manually while another user touched the table in an area where finger pinching might be possible. The operator manual contains adequate instructions on how to move the table. There are labels placed on the system warning the user about areas where pinching might be possible. It is the responsibility of the operator to ensure that manual unit movements are released only if it is certain that no person can be endangered by the movements. Therefore no corrective action is planned based on the present event.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. Resubmission of initial report as per FDA on 4/1/2019.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q ceiling system. While the system was being used, the orientation of the table controller was selected as the opposite side of where it was being used. As a result, a staff member cut their finger and required seven sutures.